Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and removed, and replaced the fill line fitting due to the luer fitting being broken. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that the autofill line for the cs300 was observed to be broken. It is unknown under which circumstances this event occurred, however, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the autofill line for the cs300 was observed to be broken. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.